Event description:
New information received noted that the implantable cardioverter defibrillator exhibited intermittent capture.

Event description:
It was reported that the patient presented remotely. Review of the transmission revealed that the implantable cardioverter defibrillator exhibited far-field r-wave over-sensing, which led to inappropriate automatic mode switch. No programming changes were reported. The patient was in stable condition.